Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. The system operates as intended.

Event description:
The customer reported the system displayed a motion error and all motorized motion was lost. No patient injury was reported.